Event description:
It was reported that the continuous glucose monitor read as ¿high¿. Cause was not known. Customer administered a manual injection to address high bg. Customer reportedly had moderate keytones. The customer reverted to an alternate method of insulin therapy.